Event description:
False negative result(s). Ecommerce customer review was checked and customer stated on aug 2023: waste of money; the fuzzy test piece slipped off into the toilet and I can assure you, I do not have a rocket stream. I tried another strip and the same thing happened. I finally used a cup to use the last strip and it came back negative but I have all the symptoms. Directions suggest trying another strip in the morning but I'm out of strips since the first two were garbage. Just go to the doc - don't waste your money on these.waste of money; the fuzzy test piece slipped off into the toilet and I can assure you, I do not have a rocket stream. I tried another strip and the same thing happened. I finally used a cup to use the last strip and it came back negative but I have all the symptoms. Directions suggest trying another strip in the morning but I'm out of strips since the first two were garbage. Just go to the doc - don't waste your money on these.

Manufacturer narrative:
Investigation is not required as no customer information or lot numbers and expiration dates of tests were provided.